Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: h6: component code (annex g) event description: it was reported that damage was noted by the user, "the cover seems cut", near the handle of an ngage nitinol stone extractor. Upon receipt of the returned device, preliminary analysis noted the basket sheath is damaged and the support sheath is bent. The device was tested prior to use and it did not work properly. The device did not make patient contact. The procedure was completed by "opening a new device". As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation a visual inspection and functional testing of the returned device were conducted. A document based investigation was also performed including a review of, complaint history, device history record (DHR), manufacturing instructions, instructions for use (IFU) and quality control procedures. One ngage nitinol stone extractor was returned in an opened package and plastic tray. The support sheath was bent at the male leur lock adapter (mlla). The basket sheath was separated near the yellow support sheath. The handle did not actuate basket formation. A review of the device history record found one non-conformance for basket/grasper will not open/close that may have been related to the complaint issue. The device was scrapped. All devices are inspected for functionality and damage during manufacturing and quality control checks and all other devices in the lot passed those inspections. The possibly related non-conformance is not sufficient evidence to suspect other devices in the lot could be non-conforming. A review of complaint history records shows no other related complaints associated with the complaint device lot. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the complaint file, device history record, complaint history, and quality control documents does not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. The instructions for use (IFU), does not provide any information related to the reported issue. The returned device was found to have a basket that was not functional due to sheath damage. Based on the investigation, the issue has been identified as being with the basket assembly, which is a supplied component. It is possible the issue caused the basket not to function, and attempts by the user to open/close the basket caused the observed damage. A supplier corrective action request and a corrective and preventative action (CAPA) were created to address the issue. A field action assessment was performed and it was determined that no field action was necessary. The cause for the issue has not yet been determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information was received 20sep2023. The function of the ngage nitinol stone extractor was tested prior to use and it did not work properly. The device did not make patient contact. The procedure was completed by "opening a new device".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available . This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E3- occupation: coordinator. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that damage was noted by the user, "the cover seems cut", near the handle of an ngage nitinol stone extractor. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information has been requested. Upon receipt of the returned device, preliminary analysis noted the basket sheath is damaged and the support sheath is bent.